Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent, asymptomatic patient presented in-clinic due to increased pacing lead impedance, increased capture threshold was observed. Further discussion was suggested.